Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the microwave antenna was noted to be retained within the treated right renal parenchyma. The site indicated that this is unlikely to have any clinical significance. The patient was informed of the retained object after the procedure. Plan for follow-up contrast-enhanced imaging in 3 months.